Event description:
Suction regulator not working properly. Intermittent does not work. Patient information not released. No harm to patient. Testing/analysis completed on device: replaced unilogic assembly. Checked function of unit before placing back in use. Follow up reveals: device to be returned to the manufacturer.